Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.